Event description:
It was reported that the patient was admitted for a gastrointestinal bleed with an internationalized ratio of 1.8.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the bleeding was related to arteriovenous malformation. The patient was dizzy and had dark stools. The patient had an esophagogastroduodenoscopy and epi/clip and blood was administered. The patient was started on sandostatin lar depot. The patient was discharged on (B)(6) 2022 with frequent complete blood count (cbc) checks.